Event description:
It was reported that this right ventricular (rv) lead oversensed diaphragmatic noise, which resulted in pacing inhibition. The patient experienced asystole. Technical services (ts) discussed troubleshooting options, and the physician decided to reprogram the device sensing sensitivity. This rv lead remains in service. No additional adverse patient effects were reported.